Event description:
According to the info supplied by the distributor, in 2002, the pt was treated facility for a laceration cross the bridge of pt's nose caused by hitting head on a coffee table. The wound was irrigated with saline, and wiped with a q-tip. No further cleaning of the site was performed. The dermabond topical skin adhesive was applied to the wound. It is not clear if the edges of the wound were approximated prior to application. The wound was then covered with steri-strips, except for one end of the wound. The family member noted that the uncovered end of the wound re-commenced bleeding before family member and the pt left the emergency room. The next day, the pt developed a fever of 101.5. The family member returned the pt to the emergency room because family member felt the wound may have become infected. Md did not examine the wound at that time. Pt returned home. The following day, the fever went up to 104, the family member took pt to an emergency room in another city, where the pt received two injections of rocephin, and was started on oral keflex, md in that emergency room indicated that she believes that the dermabond topical skin adhesive was not used properly, that the wound was too deep for just application of dermabond. The family member asked the original emergency room facility to refer family member to a plastic surgeon when family member was there on the day of the event. Md wouldn't refer to a plastic surgeon, he said that any scarring would be minimal. Family member indicated that the plastic surgeon family member consulted examined the wound 11 days later and stated that there is no treatment to be applied at this time when wound heals completely they will reaccess the need to revise any scarring.